Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report. This is the same pt/event as MFR # 2249697-2009-00806.

Event description:
It was reported that, "pt total knee was revised. Patella and tibial bearing insert exchange."